Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the distal end tip kinked. Visual inspection revealed that the device has wire broken in the middle of the device (the proximal section was not returned) at 133cm from the distal section. Also, it has the body in the middle of the device and the spring tip kinked. The overall length couldn't be measured due to the device condition (wire broken in the middle of the device). The outer diameter (od) of distal tip and the middle of the device are within specification. The od of proximal section couldn't be measured due to the device condition (proximal section was not returned). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-feb-2017. It was reported that the wire failed to cross the lesion. The (B)(4) stenosed target lesion was located in the middle of left anterior descending (lad) artery. A 330cm rotawire¿ and wireclip¿ torquer was selected for use. During procedure, it was noted that the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the wire broken in the middle of the device at 133cm from the distal section.